Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 510 mg/dl. Reportedly, the customer was disconnected from the pump for an extended period of time and needed re-training on pump usage. A bolus was delivered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.